Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after using the system for a 20 minute procedure and transporting it back to it's storage location, the system began to beep and the battery indicator illuminated red. Site reported the first bar on the charge indicator was "completely red". Site reported the system is kept stored plugged in, and was plugged in for the duration of the case. There was no patient involvement. 2024-06-07 iud (other): additional information received indicated the system would not allow for exposure.

Manufacturer narrative:
H6) multiple annex a codes were applied to capture this event. A070504 captures the battery indicator illuminating red a0508 captures the beep, and a090501 captures the system not allowing for exposure. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000163r, product ID: bi71000162r,) the system was serviced in the field and it was found the image acquisition system (ias) low battery indicator was blinking red and would not allow for exposure. The generator battery trays were replaced and the system then performed as intended. Codes b01, c02, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.